Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the severely calcified posterior tibial artery. A 200cm, 8cm v-18 control wire guide wire was advanced to the lesion, however, while trying to withdraw the guide, the distal tip was broken in the posterior tibial artery. The physician decided to leave the guide tip in place.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).